Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of documentation including the device history record, instructions for use (IFU), manufacturing instructions and quality control, as well as a visual inspection of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be completed. However, the customer provided three images of the device. Upon viewing the images, a piece of hair was confirmed to be in the package. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risk specification document concluded that adequate risk controls are in place to capture this potential failure mode before distributing the product to the customer. A review of the device history record for lot 9092512 found no nonconformances that could have contributed to the reported failure mode. It should be noted that no other complaints were reported for this lot number. There is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no returned product and the results of our investigation, a definitive root cause can be traced to manufacturing and a quality deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that, during an inspection, a piece of hair was observed inside the sealed primary packaging of the mixter endoscopic cholangiography set. The device did not make patient contact.